Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had a high blood glucose event and the insulin pump had a no delivery alarm during bolus delivery. The customer¿s blood glucose was 33.0 mmol/l at the time of incident. Customer's parent stated that the insulin exited after a 5 unit fill cannula was delivered. Customer¿s parent stated that they were in contact with the customer's doctor to bring down the blood glucose reading. Customer's blood glucose dropped to 30.0 mmol/l. The product is not expected to return for analysis. Reference svn (B)(4) infusion set; svn (B)(4) insulin pump.